Event description:
Customer stated that the physician was treating a perforator, and upon withdrawing the device he noted that some of the black coating had come off of the distal end of the catheter. When the ultrasound was performed, it revealed that the perforator had failed to close.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the rfs2 stylet was received for evaluation without any ancillary devices or cine images from the procedure. The needle insert was received threaded through the stylet lumen. The tip of the stylet/ needle assembly was fitted with a dus (duplex ultrasound) image and two photos from the facility were received. The stylet exhibited a scalloping and peeling of the black polymer jacket between 7mm and 12mm from the distal tip (without the needle). The proximal end of the noted damage exhibited a scallop of the polymer suggesting it was damaged by a sharp edge .the distal end exhibited a flaring of the polymer suggesting it had been pulled laterally from the stylet body.